Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. Visual inspection by the field service engineer concludes excessive contamination caused by a liquid spill on the printed circuit boards (pcb) inside the gas module, with a probably short circuit as a consequence. The field service engineer concluded that the liquid spill on the ventilator was coming from ceiling-mounted pendants. Unexpected spillage/liquid (user error) can cause failure/short circuits which might lead to a stop of ventilation or high pressures. The device was manufactured in 2011 and has an ingress protection degree due to applicable requirements at that time.